Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55 mg/dl compared to readings of 195 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual examination of the returned sensor patch revealed no issues. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Data extraction was successfully completed using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased for internal visual examination of its printed circuit board assembly (pcba), with no abnormalities observed. Poise voltage and sensor thermistor testing were within specification, confirming the sensor¿s ability to provide accurate glucose readings. Smu testing was not within specification. An extended investigation was performed. A microscopic digital inspection of the de-cased sensor¿s pcba revealed no contamination or physical damage. The analysis of extracted data confirmed no data corruption or abnormal glucose readings. Attempted to activate and reprogram the sensor to perform a source measurement unit (smu) test however a full event log message was observed. This message prevented the sensor from performing smu testing to verify the sensor functionality and electronics. Further investigation is unable to be performed for this issue. Therefore, issue is unable to test. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification prior to release. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Additional information: section d4 serial number and UDI have been updated based on product return. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 55 mg/dl compared to readings of 195 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.